Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process.

Event description:
The customer observed (B)(6) results while using architect hiv ag/ab combo reagents. The following data was provided for one patient. (B)(6), repeat (B)(6). Pcr for this specimen was (B)(6). Other specimens from the same patient were (B)(6) using the architect method including serum (0.63) and edta (0.95). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and sensitivity testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. Positive controls were tested with retained kits of the likely cause reagent lot and testing met all specifications. Sensitivity was also evaluated by testing two commercially available seroconversion panels, zeptometrix hiv 9016 and hiv 9018). The complaint lot detected the same bleeds as reactive with comparable s/co values as historical architect hiv ag/ab test results provided by zeptometrix. Based on all available information and abbott diagnostics complaint investigation, no systematic issue and no product deficiency were identified.

Manufacturer narrative:
Suspect medical device. Catalog number and lot number was changed to 04j27-32 69006li00 from 4j27-25 unknown. An evaluation is in process.